Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and cleaned the sample dispense area. The cse performed a system check and quality controls, which were acceptable. The cause of the discordant, falsely elevated vancomycin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vancomycin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was diluted with a 1:2 dilution factor and was tested on the same instrument, resulting similar to the initial result. The sample was tested on the same instrument with a 1:3 dilution and a 1:4 dilution and resulted lower for both. A new sample was obtained from the patient and was tested neat on the same instrument, resulting as per physician's expectations. The neat result from a new sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin results.